Manufacturer narrative:
The pbu cable was returned for evaluation and the reported event was confirmed. During visual inspection, it was found that the pbu cable and the inner conductors were blackened and burned at the side closest to the white junction. It appears that the root cause was inner conductor breakdown resulting in the inner conductors shorting to ground via the shield. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that red heart and low voltage alarms occurred while the patient was tethered to the power base unit (pbu). The perfusionist noticed that there was sparking between the thick portion of the pbu cable and where the cable splits into two. The perfusionist also noticed that the system controller was very hot during the event. The system controller and pbu cable was replaced and the issue was resolved.